Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while the device was being applied to lung parenchyma, the device did not fire. The surgeon was able to press the green button and squeezed the handle, but the handle repeatedly canceling the firing. Two new handles were opened and the last handle opened performed as expected as surgeon fired it. There was no patient injury.